Event description:
It was learned that the patient expired. The date and cause of death has not been provided. Edwards has performed multiple follow up requests for additional information, but were denied by the hospital. No allegation of the edwards device causing or contributing to the patient's death.

Manufacturer narrative:
Multiple attempts have been performed by edwards to obtain additional event details, records and device return; however, the healthcare provider has not yet provided any additional information. Without additional information and/or device evaluation, no further information into the root cause of this event can be performed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible at this time. A supplemental MDR will be submitted in the event any new information is received.

Event description:
It was reported to sales from surgeon that an edwards aortic bioprosthetic valve was explanted 3 days after implant due to more significant central jet then they normally see with this valve. Multiple attempts with the healthcare provider to obtain additional information have been unsuccessful at this time.

Manufacturer narrative:
Edwards was notified that this patient expired. The cause of death has not been provided, and multiple requests by edwards for additional information and patient records were denied. The new information suggests nothing to indicate a device quality deficiency related to this event. No further action required at this time.